Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose levels were 230 mg/dl, 240 mg/dl, 250 mg/dl and 290 mg/dl. The customer reported that they saw spaces between the lines. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No button error alarm noted upon testing.